Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: b5, d4, h4, h6. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3.

Event description:
Concomitant device reported: tfna fenestrated screw 110mm - sterile (part# 04.038.210s lot# h811286,; quantity: 1) 5.0mm ti locking screw w/t25 stardrive 44mm for im nails (part# 04.005.534; lot# 4l61378; quantity: 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that both of the proximal part of nail screws was broken after the surgery. It was reported that the surgery was performed on (B)(6) 2021. The patient was involved but the outcome was unknown. This complaint involves two (2) devices. This report is for (1) 12mm/130 deg ti cann tfna 360mm/left-sterile. This is report 1 of 2 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the investigation of the returned tfna nail has shown that the nail through the proximal tfna blade hole is strongly broken off. Apart from that the implant shows signs of use, such as scratches on the proximal broken part. The complaint is rated as confirmed for this tfna nail as the nail through the proximal tfna blade hole is broken off. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot : manufacturing location: monument, manufacturing date: 08-aug-2018, expiration date: 01-jul-2028, part number: 04.037.257s, 12mm/130 deg ti cann tfna 360mm/left- sterile, lot number: h696305 (sterile), component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h529598, part number: 04.037.942.2, lock prong, 130 degree tfna, bp55, lot number: l928299, part number: 04.037.912.3, tfna lock drive, bp58, lot number: h673199, part number: 21127, timoagri16.00, bp80, lot number: h669308. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.